Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
2 brush heads snap while using [device breakage]. No adverse event [no adverse event]. Case description: (B)(4). A mother reported via phone on (B)(6) 2016 that while her son, age unspecified, used an oral-b rechargeable toothbrush, version unknown beginning on an unspecified date, 2 oral-b precision clean brushheads from a pack of 3 had snapped. The brush heads had been purchased 2 months prior. No symptoms developed.